Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-06565. It was reported the patient experienced discomfort at the bra strap area with stimulation on. Reportedly, the patient utilized burst programming to no avail. As a result, surgical intervention was undertaken during which time the lead model 3186 was repositioned slight left and lead model 3286 was explanted during the case. This issue is resolved.